Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator latch failed. A field service engineer replaced the latch to resolve. After that no failure icon was displayed and tested successfully in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator was kept failed even after recovery. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.